Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture and under-sensing. Programming changes were made while awaiting surgical intervention. The ra lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.